Event description:
I was told by rn scrub that a plastic piece on the tip of the 12/15 bag broke off inside of the trocar. The broken piece was retrieved (and remained in the trocar). The endo catch bag, broken piece, and corresponding wrapper was placed in a bag and given to materials management per the gyn slm [gynecologic laparoscopic minimally invasive surgery].